Event description:
After the end of the case, we attempted two closure devices, both attempts were unsuccessful. We tried to achieve haemostasis with a 7 french sheath. There was a continuous ooze around the sheath. We established an activated clotting time (act) to see what the clotting factor was. We pulled the sheath and held manual pressure for over an hour. Physician was notified of the bleeding issue, and a surgical consult was established and the patient was transported to or.